Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and genital haemorrhage ("bleeding / so much bleeding she thought she was hemorrhaging / bleeding for a month straight") in a (B)(6) female patient who had essure (batch no. 689942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, cancer, cervical cone biopsy, cholecystectomy, tubal ligation and menarche. Concurrent conditions included obesity, equilibrium loss, dysfunctional uterine bleeding, polymenorrhea, menstruation irregular and anxiety. Concomitant products included bactrim (sulfamethoxazole w/trimethoprim) and medroxyprogesterone (depo provera). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("uncomfortable during sex / dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced alopecia ("hair loss"). In 2012, the patient experienced tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and skin disorder ("rashes or skin conditions- blemishes"). On (B)(6) 2013, 3 years 1 month after insertion of essure, the patient experienced hypoaesthesia ("neurological condition or problems- type numbness in left knee"). In 2014, the patient experienced headache ("headaches / headaches"), migraine ("migraines") and weight decreased ("weight loss"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type : bacterial vaginosis"). In 2016, the patient experienced nausea ("nauseous"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, premature menopause ("menopause at (B)(6)") with amenorrhoea and menorrhagia, fatigue ("tired all the time") and allergy to metals ("nickel allergy"). The patient was treated with lisinopril. Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, dyspareunia, vaginal haemorrhage, female sexual dysfunction, tooth disorder, dysmenorrhoea, alopecia, migraine, allergy to metals, skin disorder, vaginal discharge, weight decreased, abdominal pain, hypoaesthesia and bacterial vaginosis outcome was unknown and the premature menopause, nausea, headache and fatigue had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, bacterial vaginosis, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypoaesthesia, migraine, nausea, premature menopause, skin disorder, tooth disorder, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. On (B)(6) 2013 : hcg pregnancy test- negative. "Concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming - leg numbness, dysmenorrhea" most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), dental problems, dysmenorrhea (cramping), hair loss, migraines, headaches, nickel allergy, rashes or skin conditions- blemishes, vaginal discharge, weight loss ,abdominal pain, neurological condition or problems- type numbness in left knee, infection (bladder/urinary tract/vaginal) type : bacterial vaginosis", reporter, lot number, historical condition added from pfs. Historical and concomittant condition added from medical record.essure legal manufacture has changed from bayer healthcare (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and genital haemorrhage ("bleeding / so much bleeding she thought she was hemorrhaging / bleeding for a month straight") in a 33-year-old female patient who had essure (batch no. 689942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's past medical history included hypertension, cancer, cervical cone biopsy, cholecystectomy, tubal ligation, menarche, gallstones in 2008 and calculous cholecystitis in 2008. Previously administered products included for an unreported indication: levoquin in 2008, zofran in 2008 and ibuprofen. Concurrent conditions included obesity, equilibrium loss, dysfunctional uterine bleeding, polymenorrhea, menstruation irregular, anxiety, numbness, cellulitis of leg, oligomenorrhea, urinary urgency, vaginal discharge, itching, candidiasis, acute vaginitis, amenorrhea, premature menopause and uterine bleeding. Concomitant products included bactrim (sulfamethoxazole w/trimethoprim) and medroxyprogesterone (depo provera). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("uncomfortable during sex / dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced alopecia ("hair loss"). In 2012, the patient experienced tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and skin disorder ("rashes or skin conditions- blemishes"). On (B)(6) 2013, 3 years 1 month after insertion of essure, the patient experienced hypoaesthesia ("neurological condition or problems- type numbness in left knee"). In 2014, the patient experienced headache ("headaches / headaches"), migraine ("migraines") and weight decreased ("weight loss"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type : bacterial vaginosis"). In (B)(6) 2016, the patient experienced nausea ("nauseous"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, premature menopause ("menopause at 38-years-old") with amenorrhoea and menorrhagia, fatigue ("tired all the time"), allergy to metals ("nickel allergy") and paraesthesia ("tingling"). The patient was treated with lisinopril. Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, dyspareunia, vaginal haemorrhage, female sexual dysfunction, tooth disorder, dysmenorrhoea, alopecia, migraine, allergy to metals, skin disorder, vaginal discharge, weight decreased, abdominal pain, hypoaesthesia, bacterial vaginosis and paraesthesia outcome was unknown and the premature menopause, nausea, headache and fatigue had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, bacterial vaginosis, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypoaesthesia, migraine, nausea, paraesthesia, premature menopause, skin disorder, tooth disorder, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 168 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. (B)(6) 2013: hcg pregnancy test- negative. (B)(6) 2017, ultrasound showed normal appearing anteverted uterus, essure coils are identified the outside borders of the fundus. The ovary demonstrated and appears within normal limits the left ovary is not identified on this ultrasound. No left adnexal masses are documented. Unremarkable pelvic ultrasound. Care plan: annual, oligo menorrhea, dysmenorrhea, pelvic ultrasound (essure in place), essure in place for 8 years, patient reports having hsg after procedure as requited and pelvic ultrasound-right and left coils appear in place. On (B)(6) 2015, essure confirmation test(s) was performed. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming - leg numbness, dysmenorrhea" most recent follow-up information incorporated above includes: on 17-oct-2018: plaintiff fact sheet received - new event failure to occlude (close) fallopian tube(s) added. Lab data updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and genital haemorrhage ("bleeding / so much bleeding she thought she was hemorrhaging / bleeding for a month straight") in a 33-year-old female patient who had essure (batch no. 689942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, cancer, cervical cone biopsy, cholecystectomy, tubal ligation, menarche, gallstones in 2008 and calculous cholecystitis in 2008. Previously administered products included for an unreported indication: zofran in 2008 and levoquin in 2008. Concurrent conditions included obesity, equilibrium loss, dysfunctional uterine bleeding, polymenorrhea, menstruation irregular, anxiety, numbness and cellulitis of leg. Concomitant products included bactrim (sulfamethoxazole w/trimethoprim) and medroxyprogesterone (depo provera). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("uncomfortable during sex / dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced alopecia ("hair loss"). In 2012, the patient experienced tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and skin disorder ("rashes or skin conditions- blemishes"). On (B)(6) 2013, 3 years 1 month after insertion of essure, the patient experienced hypoaesthesia ("neurological condition or problems- type numbness in left knee"). In 2014, the patient experienced headache ("headaches / headaches"), migraine ("migraines") and weight decreased ("weight loss"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type : bacterial vaginosis"). In 2016, the patient experienced nausea ("nauseous"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, premature menopause ("menopause at 38-years-old") with amenorrhoea and menorrhagia, fatigue ("tired all the time"), allergy to metals ("nickel allergy") and paraesthesia ("tingling"). The patient was treated with lisinopril. Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, dyspareunia, vaginal haemorrhage, female sexual dysfunction, tooth disorder, dysmenorrhoea, alopecia, migraine, allergy to metals, skin disorder, vaginal discharge, weight decreased, abdominal pain, hypoaesthesia, bacterial vaginosis and paraesthesia outcome was unknown and the premature menopause, nausea, headache and fatigue had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, bacterial vaginosis, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypoaesthesia, migraine, nausea, paraesthesia, premature menopause, skin disorder, tooth disorder, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 168 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. (B)(6) 2013 : hcg pregnancy test- negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming - leg numbness, dysmenorrhea" most recent follow-up information incorporated above includes: on 21-may-2018: pfs received - new event 'tingling' was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage") and genital haemorrhage ("bleeding / so much bleeding she thought she was hemorrhaging / bleeding for a month straight") in a 33-year-old female patient who had essure (batch no. 689942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)". The patient's past medical history included hypertension, cancer, cervical cone biopsy, cholecystectomy, tubal ligation, menarche, gallstones in 2008 and calculous cholecystitis in 2008. Previously administered products included for an unreported indication: levoquin in 2008, zofran in 2008 and ibuprofen. Concurrent conditions included obesity, equilibrium loss, dysfunctional uterine bleeding, polymenorrhea, menstruation irregular, anxiety, numbness, cellulitis of leg, oligomenorrhea, urinary urgency, vaginal discharge, itching, candidiasis, acute vaginitis, amenorrhea, premature menopause and uterine bleeding. Concomitant products included bactrim (sulfamethoxazole w/trimethoprim) and medroxyprogesterone (depo provera). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("uncomfortable during sex / dyspareunia (painful sexual intercourse)"). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced alopecia ("hair loss"). In 2012, the patient experienced tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and skin disorder ("rashes or skin conditions- blemishes"). On (B)(6) 2013, 3 years 1 month after insertion of essure, the patient experienced hypoaesthesia ("neurological condition or problems- type numbness in left knee"). In 2014, the patient experienced headache ("headaches / headaches"), migraine ("migraines") and weight decreased ("weight loss"). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain ("abdominal pain"). In 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2015, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type : bacterial vaginosis"). In (B)(6) 2016, the patient experienced nausea ("nauseous"). In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) with pelvic pain, premature menopause ("menopause at 38-years-old") with amenorrhoea and menorrhagia, fatigue ("tired all the time"), allergy to metals ("nickel allergy") and paraesthesia ("tingling"). The patient was treated with lisinopril. Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, dyspareunia, vaginal haemorrhage, female sexual dysfunction, tooth disorder, dysmenorrhoea, alopecia, migraine, allergy to metals, skin disorder, vaginal discharge, weight decreased, abdominal pain, hypoaesthesia, bacterial vaginosis and paraesthesia outcome was unknown and the premature menopause, nausea, headache and fatigue had not resolved. The reporter considered abdominal pain, allergy to metals, alopecia, bacterial vaginosis, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypoaesthesia, migraine, nausea, paraesthesia, premature menopause, skin disorder, tooth disorder, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: current weight 168 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. In (B)(6) 2013: hcg pregnancy test- negative. In (B)(6) 2017, ultrasound showed normal appearing anteverted uterus, essure coils are identified the outside borders of the fundus. The ovary demonstrated and appears within normal limits the left ovary is not identified on this ultrasound. No left adnexal masses are documented. Unremarkable pelvic ultrasound. Care plan: annual, oligo menorrhea, dysmenorrhea, pelvic ultrasound (essure in place), essure in place for 8 years, patient reports having hsg after procedure as requited and pelvic ultrasound-right and left coils appear in place. On (B)(6) 2015, essure confirmation test(s) was performed. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming - leg numbness, dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-nov-2018: quality-safety evaluation of ptc on 02-nov-2018: upon routine monitoring quality activity, seriousness criteria intervention required was unticked. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.